Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched coils and core break were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to circumstances of the procedure. It is likely that after successful use, the tip of the barewire became caught on the guide catheter or associated devices during removal resulting stretched coils and the core break. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a right internal carotid artery. The large emboshield nav6 embolic protection system (eps) was used in the procedure as intended; however, after removal of the eps the barewire coil was noted to be frayed [broken] and stretched 3cm from the tip. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.